Event description:
The event is reported as: complaint alleged: the pt was having major abdominal surgery. The balloon did not deflate, so the balloon was cut. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.